Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 6/10/2025. Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was the cassette was not detected. The downstream occlusion seal, labels, were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.